Manufacturer narrative:
The event occurred in romania. It was reported that a continuous blood leak was observed at the hls set on the inlet side of the hls module after first day of use. The hls set was replaced with another one without consequences for the patient. No harm to any person has been reported. On 2025-02-11 ssu (sales and service unit) has been provided additional information as follows: approximately 10 ml of blood loss was reported (drips from time to time, it did not flow constantly). The set was primed on (B)(6) 2025 and connected to the patient on (B)(6) 2025. The certified priming procedure was followed and all steps were completed correct. All tests during priming were passed, no error occurred. No blood transfusion required due to the leakage and no leakage during priming procedure was noticed. The patient's condition is not affected by this situation. Considering that the patient's diagnosis is severe respiratory infection, the set is considered infectious waste and cannot be return. As the hls set was exchanged during treatment and a leakage occurred, a report is required. The affected product is not available for technical investigation as the hls set was discarded by the customer. Therefore the exact root cause could not be determined. However a medical consultation was performed and getinge medical affairs stated on 2025-02-19: "the photos suggest that a yellow substance (exudate) leaked between the pump housing and the oxygenator, encrusting on the surface of the hls module. Evaluation of the photos suggests an origin that does not involve the membrane, but, possibly, the rear (venous) side of the module. The appearance of the substance in focus of the photos (viz. Primarily yellow with some red blood cells) may likely be proteinaceous in nature; however, an exact determination of the fluid is not possible without an examination of the product by getinge. (B)(6) shows the yellow cap seated on the deairing port at the time of the photo. However, if the yellow cap were left off the deairing port during support, leakage of proteinaceous exudate may be liberated over time. (B)(6) shows an accumulation of the exudate in the pump shroud. While it is possible that leakage may have occurred in the pump section of the hls module, leakage from that location would likely have been copious, containing a large volume of red blood cells (secondary to positive pressure from the centrifugal pump). Therefore, the likely source of leakage may be the deairing port wherein the yellow cap was replaced sometime after support, but before the photo. Further, a yellow cap that was not seated securely may have elicited the yellow exudate as photographed and reported. No impact to the patient was cited in the complaint narrative (¿condition is not affected by this situation¿)." According to the instruction for use (hls set, chapter, "safety instructions for the oxygenator") ensure that the de-airing membrane of the oxygenator is closed with the yellow protective cap during operation. Based on the results and the provided photographical evidence provided by the customer, the reported failure "leakage inlet side of module" could be confirmed. The production records of the affected product were reviewed on 2025-02-19. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the romanian market on a significantly similar device to "hls set", which is sold in the us. For d4 unique identifier (UDI) #, primary di number has been used for hls set with catalog number 701069073. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in romania. It was reported that a continuous blood leak was observed at the hls set on the inlet side of the hls module after first day of use. The hls set was replaced with another one with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).